Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. The customer's blood glucose level was unknown. The customer reported that they can't read the serial number, housing was cracked and the insulin pump was exposed to moisture. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error due to moisture damage to force sensor. The device was received with corroded electronic assemblies and corroded motor home switch. Unable to verify keypad unresponsive/button error alarm due to critical pump error noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.